Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief. In addition, the patient had to get an MRI for unrelated health issues. As such, the patient underwent system explant sometime around (B)(6)/2017 (exact date is unknown).